Event description:
It was reported that during hip surgery the tip of the inserter broke inside of an anthology stem while surgeon was impacting the final implant into position. Stem was fully seated with same impactor and dr removed the broken piece from the stem. This delayed the case marginally and no harm to the patient was reported.